Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 46mg/dl and 47 mg/dl. Customer¿s other blood glucose value was 357 mg/dl and 154 mg/dl. The customer stated insulin pump did not read sensor. Customer declined to troubleshoot for low blood glucose level. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.